Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was implanted in 2014 in a different clinic than the reporting facility. The patient presented at the reporting facility where they found that the clamp of the catheter was broken. The catheter was repaired by the doctor, thus, there was no need to use a new catheter for the patient. The catheter remains implanted in the patient, no reported injury.